Manufacturer narrative:
The reported issue was the result of an intended software change that was released in version 9.33; no device malfunction is believed to have occurred. The marketing department was notified of this received information in regards to the customer's dissatisfaction with this change. No product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this issue is needed by the customer advocacy department (cad). No device history or qn search was performed since no source device serial number was reported by the customer. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported nuisance near end of infusion alarms with pca infusions after upgrading to 9.33 software. There was no patient harm.